Manufacturer narrative:
One device was received for evaluation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Due to this, no root cause was determined as the device worked as expected according to the instructions for use. Device history review of the reported lot number found no anomalies or discrepancies during the manufacturing process.

Event description:
It was reported that during the intracardiac interventional procedures, there was no waveform showing on the pressure sensor. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the intracardiac interventional procedures, there was no waveform showing on the pressure sensor. There was patient involvement, but no patient harm/adverse event reported.